Event description:
It was reported that an alert for non-sustained right ventricular (rv) oversensing due to post-paced t-wave oversensing was noted on the electrogram (egm). Unknown if any changes were made. There were no adverse events for the patient.